Event description:
I had the essure procedure done and it was fine for the first 4 or 5 years. After that I started noticing I was feeling fatigued quite often then slowly other symptoms started showing up. Those symptoms as time went on were mood swings, hot flashes, dizzy spells, nausea, migraines, abdominal cramps, lower back pain, heavy periods, frequent periods, offset periods, bloating, heart palpitations, panic attacks, depression, and suicidal thoughts. I am currently looking into getting the essure removed. My procedure was done in 2011 in (B)(6) by dr (B)(6). At this time, I do not know who will be doing the removal procedure. FDA safety report ID# (B)(4).